Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: there is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level ranging was 46 mg/dl; cause was unknown. Customer required assistance from paramedics to treat bg level via IV with glucogon. The customer was instructed to consult with healthcare provider regarding bg level. Additionally, it was reported that the customer went to the emergency room (ER) due to low blood glucose (bg) level. Reportedly, customer left the ER 6 hours later with customer in stable condition (bg 240 mg/dl).